Event description:
The customer stated that the wire at the jaw end of the device is ripped. There was no injury to the patient.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.